Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked reservoir tube lips noted.(B)(4)

Event description:
Customer's mother reported via phone call, the down button on the insulin pump wasn't working. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.